Manufacturer narrative:
Integra has completed their internal investigation on 10/4/2017. Results: evaluation of returned device; there are some circular white light stains and brown stains on the surface of the jaws. These stains are not the beginning of an oxidization of the instruments but a thin deposit coming from chemicals. There is no issue for assembling with a handle. There is no risk for the patient. A thorough observation of striation did not highlighted burrs. The traction wire setting is conform to manufacturing specifications. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; no adverse trend - first occurrence of this risk for this device. Conclusion: the most probable cause of the white stains is cleaning water or rinsing water too hard. The coloration of the instruments comes from the use of improper reprocessing water. It must contain chemicals such as iron, copper, manganese or silicates.

Event description:
Two of 3 reports. Other mfg report number: 2523190-2017-00103, 2523190-2017-00106. It was reported that during laparoscopic bariatric surgery, the instrument was very sharp and traumatic, resulting in bleeding. Hemostasis had to be used to stop and control the bleeding. Patient was kept 2 days under observation and is expected to be fine. The event lead to surgical delay 30% - 40%. The surgery was completed with another instruments.